Event description:
A surgeon reported glistenings were noted on the lens following in intraocular lens (iol) implantation. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the sample was not returned; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).